Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was on, but the display remained black. Customer¿s continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. At the time of the report, the customer had not addressed bg level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (alert 4).